Event description:
It was reported that an exactamix 1000 ml eva tpn bag had dust inside the filled bag. This was noticed during production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update the quantity to "unspecified quantity of exactamix 1000 ml eva tpn bags". H4: the lot was manufactured between september 25, 2023 and september 26, 2023. H11: the actual devices were not available; however, three videos and one photograph of the sample were provided for evaluation. Visual inspection of the videos and photograph identified dust inside the bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.